Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated event in latitude. The recorded event showed ventricular tachycardia (vt) below the cutoff rate with t-wave oversensing with wide qrs double detection in the primary vector. Additionally, the patient had the same vt in secondary vector resulting in double counting in 2022 with an inappropriate shock. The healthcare professional (hcp) will discuss this with the physician to see if they want to treat this or not. The plan is to see if the alternate vector will be sufficient or not to program. The other option would be to treat the vt with a different type of therapy like ablation. Additionally, the patient was symptomatic and almost collapsed, so it was decided to leave the programming as is, so the vt can get treated with shocks. No adverse patient effects were reported. This device and electrode remain in-service.